Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 2.1.0 h3,h6: no products have been returned to medtronic for analysis. Codes b20, c20, and d15 are applicable. H6: code f26: no health consequences or impact is applicable to no impact on the patient's outcome. Code f1908: prolonged surgery is applicable to the surgical delay of less than one hour. Code f1906: modified surgical procedure is applicable to navigation being aborted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged navigation inaccuracy during a two-level minimally invasive spine fusion case. The screws placed on the left side were placed without issue and accuracy was reportedly fine. Prior to placing screws on the right side, the surgeon went to verify accuracy and noticed the depth of his instrument tip appeared to be off by several millimeters (mm). Re-verifying the instrument did not improve accuracy, and neither did re-verifying another instrument. According to the manufacturer representative (rep), the reference frame was not moved during surgery. The surgeon eventually abandoned navigation and proceeded with the case using a non-medtronic imaging system. Technical services (ts) was unable to troubleshoot during the initial call. It was noted the probable cause was likely a minor reference frame shift during surgery. This issue caused a surgical delay of less than one hour. There was no impact on the patient's outcome. Additional information was received. It was reported that ts concluded from the archive review that the inaccuracy was likely due to either a reference frame shift or anatomy shift after registration.